Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display (blank screen) issue. The reporter stated the pump fell and the display screen then went blank; but the pump still made audible tones and vibration. The display screen remained blank after a battery change. This complaint is being reported because the alleged complaint was not resolved with troubleshooting. There was no indication that this complaint contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings: during testing, the display screen was dim and discolored. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.